Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. Note: the original initial MDR for this case was inadvertently submitted via the "test" account of the FDA electronic submission gateway (esg) webtrader. As the original submission was not submitted through the "production" account of the FDA esg webtrader, a new initial MDR submission is required per zoom call with (B)(4) of the FDA esg help desk.

Event description:
As reported, the issues that were advanced by staff are summarized as follows: bbraun pump issues: pump alarms constantly sounding, alerting to air in line when there is no air in line. Creates alarm fatigue for staff, lack of confidence by patients and family in equipment and staff. Also decreases patient satisfaction with constant noise and distraction. Low rate, low volumes causes pumps to false alarm, which must be monitored and addressed by staff. Staff time required to change pump to manual settings, program, clamp and monitor the pumps due to defective nature of bbraun pump. Pumps take several minutes to prime and set up with creates patient safety issues in emergent situations. If pump is manually primed in emergency and then put into the pump once the patient is stable the pump false alarms with air bubbles, the tubing must be changed and there is a loss of medication that was already in the tubing. When tubing is clamped, can't tell how much medication was given. Inability to confirm the patient is receiving the correct amount and rate of medication given the corrective measures required. Staff have been trained not to manually prime tubing and corrective action requires them to do this.